Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self and displacement test. However, the device alarmed an error during the basic occlusion test as a result of a loose motor support disk.

Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime. Advised to meet to back up plan. It was stated that the customer's glucose reading was 15.7mmol/l. No further info was provided.